Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and hyperglycemia on (B)(6) 2020. The customer's blood glucose level at the time of the incident was 500 mg/dl. Customer¿s current blood glucose was 157 mg/dl. Customer was treated with insulin drips, and corrective bolus using the insulin pump. Based on the customer report customer was alleging possible pump under delivery. The customer stated the there was something wrong with the insulin pump because of diabetic ketoacidosis and hospitalization. The auto mode was active at the time of the incident. Customer had been using an insulin pump system within 48 hours of the reported high blood glucose event. The insulin pump and the reservoir will not be returned for analysis.